Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and mesh was implanted. It was further reported that the patient underwent a surgical procedure on (B)(6) 2012 and ams miniarc sling was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent mesh implantation with concurrent cystoscopy to treat symptomatic cystocele- grade 2. The patient underwent removal of eroded mesh and repairing of rectal wall prolapse on (B)(6) 2012.

Manufacturer narrative:
(B)(4). It was reported that on (B)(6) 2012, the patient underwent excision of the anterior vaginal mesh exposure, a posterior colporrhaphy, a perineorrhaphy and a mini-arc suburethral sling. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary and bowel problems, recurrence and dyspareunia. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 12/05/2016. Additional information: age/date of birth, other relevant history. (B)(4). Additional narrative: it was reported that following insertion the patient experienced stress urinary incontinence.

Event description:
It was reported that following insertion the patient experienced stress urinary incontinence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat a symptomatic rectocele and stress incontinence. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems, bowel problems, recurrence, dyspareunia, and vaginal scarring. It was reported that the patient underwent revision of the anterior vaginal wall on (B)(6) 2009 due to uterine prolapse and mesh erosion of the anterior vaginal walls. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-10047. The same patient is represented in each medwatch.